Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision to be revised on (B)(6) 2014 asr xl- left reason(s) for revision: pain, possible component loosening (cup) lot numbers to be retrieved from explant - unable to locate manufacturing dates until lot numbers have been received. Update rec'd 9 apr 2014 - rec'd lot numbers for acetabular cup and femoral head. Added manufacturing dates for both products. Update - marked as legal, added kid number, added all expiry dates. Taken from (B)(6) email dated (B)(6) 2015 - (B)(4) on (B)(6) 2015. (B)(6).